Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 09/13/2007. Additional information was requested 08/17/2007 and 08/20/2007 by phone, fax, mail, and email. A follow-up questionnaire has not been returned.

Event description:
A surgeon reported a pt experienced decreased vision and feels it may be related to some type of film on the back of the intraocular lens (iol). Additional information, including pt status, has been requested.